Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's printed circuit boards were contaminated. Our field service engineer has investigated the reported ventilator on site. The control pcb, monitoring pcb, both pressure transducer pcbs and expiratory channel pcb were replaced due to contamination from the expiratory cassette and sent for investigation. The returned parts are confirmed by visual inspection that they are contaminated with a liquid substance. No further inspection is needed as ingress of liquid can lead to short-circuit and ventilator malfunction.

Event description:
It was reported that the ventilator's printed circuit boards were contaminated. There was no patient harm. Manufacturer's ref. #: (B)(4).